Event description:
It was reported that a patient underwent a muscle and skin procedure on (B)(6) 2024 and suture was used. During the procedure, in the development of the intervention, I was preparing to perform the fixation of the frontal flap (skin and muscle) the muscle and temporary superficial aponeurosis with absorbable suture, when the needle was passed a second time, the needle fractured at the proximal third level at 3 mm of the assembly with the thread, leaving 3/4 parts of the needle embedded within the tissue. It was necessary to search for the foreign body by ultrasound assistance, locating it inside the muscle, being extracted completely. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there any adverse consequences associated with the patient? No. Was there any additional tissue damage as a result of the search for the needle piece? No. Make and document the follow-up attempt for the return of the product. Document the shipment's tracking number in the notes or rmao sections. We are in the process of collecting the product. Provide the source or name of the person providing answers to follow-up questions. (B)(6), from facility. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. The following information was received: I confirm that the customer made the final disposal of the product, the product is not available for investigation. H3 photo evaluation: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a broken needle in the attachment area. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.